Manufacturer narrative:
An event involving heart block and pericardial effusion was reported. A device return evaluation could not be performed because the device was not returned for analysis. The device history record was reviewed and confirmed that all manufacturing and inspection steps were completed and that the product met all specifications. Based on the available information, the exact cause of the reported heart block could not be conclusively determined. Patient comorbidities may have contributed to the event; however, this cannot be confirmed. The reported pericardial effusion may have been a cascade effect of the heart block, but this also could not be determined. The reported unexpected medical interventions were result of case specific circumstances as, temporary pacemaker was used and medication was provided. There is no indication of a product quality issue related to the device¿s labeling, design, or manufacturing.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was able to be implanted successfully with good hemodynamic results at a depth of 2mm on the non-coronary cusp (ncc). At an unknown time, the patient¿s cardiac rhythm went into the right branch bundle block (rbbb). Post-implant, the patient suffered from a cardiac arrest. Medications were administered to resolve the event. There was no clinically significant delay reported. The patient was recovering.